Event description:
Healthcare professional reported injecting a patient in the hands with 4ml of juvéderm® voluma® xc. Approximately 1 month later, patient was injected by a different physician with an unknown dermal filler in the face. Three months after being injected with juvéderm® voluma® xc, patient developed swelling in the face and hands. Hcp treated the patient with steroids and hyaluronidase. Symptoms are ongoing but improving. This relates to the unknown dermal filler.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2.

Event description:
Healthcare professional reported injecting a patient in the hands with 4ml of juvéderm® voluma® xc. Approximately 1 month later, patient was injected by a different physician with an unknown dermal filler in the face. Three months after being injected with juvéderm® voluma® xc, patient developed swelling in the face and hands. Hcp treated the patient with steroids and hyaluronidase. Symptoms are ongoing but improving. This relates to the unknown dermal filler.